Manufacturer narrative:
The other proglide device referenced is filed under a separate medwatch report number. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 6f sheath after an interventional heart catheterization procedure. Reportedly, a knot lock occurred during knot advancement. Another proglide device was used and after deploying the suture, the lever was closed to close the foot, but the device could not be removed from the patient anatomy. The device was tugged and it came out with the foot open. A piece of the artery was noted to be stuck in the foot of the proglide and the sheath had broken off of the device. An 8f sheath was placed to stop the bleeding at the access site. Using an access from the contralateral femoral artery the sheath was snared and removed. An access in the left superficial femoral artery was used to place a non-abbott stent to repair the hole in the artery and achieve hemostasis. A hematoma developed at the access site prior to the stenting procedure and was treated with manual compression. Distal pulses were absent in the left leg and ultrasound detected a clot in the popliteal artery that was treated with medication. Protamine was given. There was no reported adverse patient sequela. There was a clinically significant delay in the procedure of over an hour. Hospitalization was extended due to the issue with the proglide device. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported guide detachment was confirmed based on the returned device condition. The reported difficulty closing the foot device and entrapment could not be replicated in a testing environment as it was based on procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effect of hematoma, occlusion and tissue damage (vascular injury) are listed in the proglide instructions for use (IFU), as a potential complication associated with the use of suture-mediated closure devices. The reported guide detachment appears to be related to high angle of insertion during device placement subsequently contributing to the reported difficulty closing the foot and device entrapment. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.